Event description:
In 2005, a gore tag thoracic endoprosthesis was implanted to treat an acute aortic dissection. A final intraoperatively angiogram revealed that the inner curve of the device slightly protruded into the lumen of the left subclavian artery. Four days post implantation, the patient suffered from hemoptysis, hematemesis, and a reduced heart rate. The patient expired after resuscitation efforts were not successful. The physician does not believe that the event was device related. As reported by the physician, the probable cause of death was from a pulmonary embolism or a myocardial infarction. An autopsy was not performed.

Manufacturer narrative:
The device remains implanted in the pt. Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.